Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If explanted, give date: not applicable as lens remains implanted. The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model dcb00 intraocular lens (iol) was implanted in the patient's operative and appears to have what looks like two scratches on the lens surface, a photograph was provided. The picture is of the video monitor showing the lens in the eye after implantation. The surgeon said that he did not note any resistance during implantation and the iol was delivered as normally expected. Only after iol was implanted was the issue noted. The iol remains implanted and no adverse events reported. No other information was provided.

Manufacturer narrative:
Additional information: product testing could not be performed since the product was not returned for evaluation. Per information provided the lens remains implanted. However, photo provided attached to the complaint folder was evaluated. It shows an implanted lens with two marks on the lens located out of the optic zone, but the condition observed cannot be distinguished if it relates to crack, scratch, or other condition on the lens. The reported issue was verified; however, as there is no sample (e.g. The lens or the device) returned for further evaluation, the complaint reported cannot be confirmed by the manufacturing site as related or originated during the manufacturing process. Product deficiency could not be determined. Since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. Johnson and johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.